Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for ink splatter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to ink splatter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® k3e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: black spot was in the tube.